Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed two conforming clips and three malformed clips as the clips snapped towards the tissue stop. No deployment issues were noted with the clips during the analysis; in addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident and to the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the second clip could not be deployed though the device functioned as intended at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.